Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. Philip's product support engineer (pse) confirmed that the customer had the 2nd generation video cable. The customer reported that the vent can be heard operating in the back ground. The pse advised customer to replace the video cable. The customer reported that replacing the display cable corrected the issue.

Event description:
The customer reported the screen is white and there is nothing on the screen. There was no patient involvement reported. The event date was not specified; estimate used.